Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. This report is based upon allegations made in a lawsuit in which (B)(4) is named as a defendant. This report shall not be considered as an admission by (B)(4) that the product described in the lawsuit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff. Related files: 1219977-2017-00039; 1219977-2017-00040; 1219977-2017-00042; 1219977-2017-00043.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of (B)(4) mesh product. Allegedly, plaintiff was admitted to the hospital for infection and drainage of an abscess. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, (B)(4) will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A thorough review of the device history and sterilization records indicates that this lot of hernia mesh passed all quality inspections and performance inspections. Based on the details of the complaint and acceptable lot qualification results atrium medical can find no fault with the product in question.

Event description:
Plaintiff also allegedly experienced purulent drainage, inadequate incorporation, infection, bowel resection, inflammation, blood loss and an abscess.